Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set which resulted in peritonitis, manifested by cloudy effluent, fever and abdominal pain. The cause of the leak was reported as ¿the clamp does not close completely¿ and a ¿little leak was generated after use¿. The event was further specified as "mishandling by patient". The nurse reported the transfer set was changed 15 days after it was initially placed and during that time, the patient remained without a new set for "a week". It was reported the patient was not hospitalized for the event. On an unknown date, the patient was treated with amikacin (no further details). The same day as event onset, the patient was treated with cephalothin (for three days, no further details). Three days after event onset, the patient was treated with vancomycin for eight days, no further details) for the peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.